Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, capsule fell off into the pt and was not retrieved. The pt was not injured following the procedure.